Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, wanting to know if the animas pump was safe to use. The patient was admitted to the hospital on (B)(6) 2013, when her blood glucose was greater than 500 mg/dl and she had symptoms of vomiting, diarrhea, and dizziness. The patient¿s insulin pump therapy was discontinued during her hospital stay. Troubleshooting revealed the patient rotates her infusion site, infusion set, and cartridge once every 3 days. The basal rates were programmed correctly. There were no gaps in the basal delivery. The bolus dose and total daily dosage were accounted for. All her bolus dosages were delivered to completion the day prior to the hospital admission. The animas representative concluded there was no evidence of a product malfunction associated with the reported incident. This complaint is being reported because the patient required medical intervention for hyperglycemia while on insulin pump. Although there was no product malfunction, the animas insulin pump could not be ruled out as a possible contributor of the reported incident.